Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 3.0mm x 12mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During preparation and liquid injection test, it was noted that the balloon ruptured outside the patient and could not be used. The procedure was completed with another of the same device. There were no patient complications and the patient remained stable post procedure.

Manufacturer narrative:
E1- (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 3.0mm x 12mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During preparation and liquid injection test, it was noted that the balloon ruptured outside the patient and could not be used. The procedure was completed with another of the same device. There were no patient complications and the patient remained stable post procedure.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: no issues identified with the hypotube shaft. No issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed signs of tip damage with the tip stretched. A test guidewire could not be loaded due to the stretching of the bumper tip. Using a test encore inflation unit, the balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use. The balloon inflated fully and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This is defined as the device complaint or problem cannot be confirmed. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. It was reported that a balloon material rupture occurred. However, the balloon successfully inflated the device to its rated bust pressure 12 atmospheres with no leaks or drop in pressure, therefore the complaint incident of balloon rupture cannot be confirmed.